Event description:
Pharmacy service representative stated pt nurse had a difficult time with last infusion since the curlin pump kept giving "air in line" error messages and kept beeping with different alarms. Nurse was able t complete the infusion, but just "annoying." Sending pump maintenance for pt for next scheduled delivery. No further questions. No additional info was given. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No injury to pt, new device shipped to pt. Is the actual device available for investigation? Yes; pump return box shipped to pt so they can return pump. Did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Gravity tubing. Reported to (B)(6) by pt/caregiver.